Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced the advantech board and completed reinstallation of software. Fss also performed the field service checklist and verification of calibration. The system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported error 2012 (instrument host timeout error) occurred with the whitestar signature system there was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
In the initial report, the device manufacture date provided (03/05/2008) was incorrect. The correct date of manufacture is 02/22/2008 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.